Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on and the universal serial bus (usb) port on the back of the station was loose and close to breaking off. A field service engineer replaced the ccib board, then contacted medbank support for assistance with changing the internet protocol (ip) address. The medbank support updated the ip address of the network adapter to cabinet from dynamic host configuration protocol in the operating system, then restarted the cubex application, confirmed there were no failed drawers in the populate button screen. After the update, all drawers were functioning normally. The customer verified that the issue was resolved and restocked an item in drawer 1 successfully. The system functioned as intended after the field service engineer repaired and the medbank support troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the system was not powering on and was stuck during boot up. The customer had powered the unit on and off with no resolution. When the station eventually booted, it showed that the drawers were offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.